Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this device reached elective replacement indicators (eri) with a voltage of 2.42v. As eri was reached before five years of implant, there was concern that the battery had depleted more rapidly than expected. A replacement procedure was performed, this device was removed and replaced. No return of product is intended. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device was removed, replaced and no return of product is intended. As there is no intended return, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.